Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, as the user could not swipe to unlock or interact with the display, and a restart did not resolve the issue. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included remote troubleshooting and review of device performance history, followed by initiation of replacement and return of the affected unit for evaluation. Investigation of this case revealed a device malfunction consistent with a touchscreen/display failure on the handheld user interface. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display assembly or touch sensor.